Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or cassette leak reported for this event. The patient had just completed antibiotic therapy a week before hospitalization for a prior event of peritonitis. It is unknown if that peritonitis event was completely resolved. Although there are no culture results for this event, it is likely that the same organisms are responsible for this event of peritonitis. Per the pdrn, the patient has been observed to have poor aseptic technique and also has cognitive impairment as he is documented to have dementia. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a patient has peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient presented to the clinic on (B)(6) 2019 with cloudy pd effluent and was admitted to the hospital. The patient was diagnosed with peritonitis, however, no pd effluent culture results were available. The patient had just completed antibiotic regimen on (B)(6) 2019 for a prior incidence of peritonitis diagnosed (B)(6) 2019 with culture growth of escherichia coli (e. Coli) and group b streptococcus (submitted on MFR report number 8030665-2019-01080). With completion of antibiotics being within four weeks of completion this is either relapsing (same organism) or recurrent (different organism) peritonitis, but cannot be classified without the pd effluent cultures. It is unknown what antibiotics the patient was prescribed in the hospital. The patient had a perma-cath placed and had their pd catheter (not a fresenius product) pulled on an unconfirmed date. The patient has been transitioned to hemodialysis (hd) and remains hospitalized to date. The patient has been observed by the pdrn and clinic manager to use poor technique during pd therapy set-up and disconnect. The patient has poor cognition due to documented dementia. The patient has gone through re-teaching multiple times with the pdrn and the program manager. It was recommended months prior that the patient transition to hd, but the patient refused.